Event description:
It was reported that a patient underwent a full revision due to high impedance. The explanted devices have not been received into analysis to date. No additional relevant information has been received to date.